Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final eval is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unk gender, age and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen memoir (lot 0903c03) was reported to have a dose knob that could not be turned anymore, neither forwards or backwards. This humapen memoir complaint is associated with (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 17-aug-2009. Initial examination found missing segments the digital display. It was unk if this humapen memoir was continued.